Event description:
It was reported the needle mechanism deployed early; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. No timeouts, drive stalls or alarm were seen in the download data. The data indicates that the pod completed both the first and second priming sequences before being deactivated at 56 pulses. The inspection of the needle mechanism found no abnormalities. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Investigation found no damages or defects that would result in the reported needle deploying early. Although no problems were found, it could not be determined when the device deployed.